Manufacturer narrative:
The last date within the article study period was selected as the date of event, as no publication date was available. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article that a retrospective study conducted between may 2022 and may 2024 compared rezum and transurethral resection of the prostate (turp) in catheter-dependent patients with benign prostatic hyperplasia (bph). A total of 188 patients were included, of which 38 patients underwent rezum treatment. Trial without catheter (twoc) success was achieved in 76% of rezum patients and 90% of turp patients. Rezum procedures were performed under local anesthesia with shorter hospital stay, while turp required spinal or general anesthesia with longer hospitalization. Postoperative outcomes showed lower maximum urinary flow rate (qmax) with rezum, while post-void residual urine (pvr), international prostate symptom score (ipss), and quality of life (qol) improvements were comparable between groups. The overall complication rate was 7.9% in both groups. Reported complications in the rezum group included hematuria and epididymo-orchitis. Additionally, three rezum patients who failed trial without catheter (twoc) required re-treatment with transurethral resection of the prostate (turp), holmium laser enucleation of the prostate (holep), or prostatic artery embolization (pae). The study concluded that rezum demonstrated a similar safety profile and symptom improvement compared to turp, with advantages of shorter hospital stay and avoidance of anesthesia.